Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml) via an implanted infusion pump. It was reported that during a refill today, the hcp stated they filled the pocket with about half of the medication. The hcp estimated about 10ml of the drug went into the pocket versus the pump. Pocket fill consideration were considered.